Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizziness, being off balanced, under eye skin irritation and sore ears. Medical intervention was antibiotics and nasal sprays. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.